Event description:
During the surgical procedure, the stryker sustainability solutions harmonic ace shears was being used to cut and cauterize tissue. The instrument stopped functioning. The generator screen was displaying the startup screen, instructing you to press ok and then test. After resetting and testing, the instrument functioned for several minutes and went off again. This occurred a total of 3 times. The instrument was reset and tested each time. After the third incident, the instrument was no longer needed.